Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-oct-2018 with the following findings: no cartridge cap was returned with the pump for investigation. A test cap was used to complete the investigation. The returned battery cap was confirmed to be damaged and was unable to fit securely to the pump to maintain electrical connection. With the damaged cap in place on the pump, the power issue was duplicated. A test cap was able to fit securely on the pump and was used to complete the investigation. With the test cap in place, the pump powered on normally and was exercised for 12 hours without any interruption in power.